Event description:
Customer states that she obtained a meter error within specification (err - memory code e37) while experiencing low blood glucose symptoms. She was unable to test on the meter, and obtained a reading on her son- in-law's meter (type unknown) of 61 mg/dl. Customer's daughter retrieved orange juice and some chocolate candy. Customer was able to consume the juice and candy on her own. After about 15 minutes, the customer began to feel better. Requested return of suspect device and replacement was sent.

Event description:
Boston scientific crm received information that during a patient follow up, it was discovered that the pacing impedance measurements on this left ventricular (lv) lead were above 2000 ohms and there was no sensing. A lead revision was performed and it was noted that the leads were positioned in loops under the device. This lv lead was inspected and it was discovered that there were three fractures located between where the lead was connected to the header and the suture sleeve. No adverse patient effects were reported. Because of the fractures, a guidewire could not be inserted into the lead lumen at the terminal pin. However, there was a separation noted after the fracture site and the guidewire was able to be inserted through this opening. The complete lead was then able to be extracted and a new lv lead was then successfully implanted. The explanted lead was later returned for laboratory analysis.